Event description:
It was reported that autopulse resuscitation system displayed a user advisory message of ua02 (compression tracking error) while on a patient. Manual CPR was initiated. Patient expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Several attempts were made by device manufacturer to obtain status of product return. These efforts however were unsuccessful. If product is returned to the manufacturer, a supplemental report will be filed.